Event description:
Product surveillance received notification via email in which the facility reported an unremediated colleague infusion pump with no audible alarm for a battery failure. This problem was identified during pt use. The nurse stopped the therapy, swapped out the pump, and continued therapy. An unknown vasopressor was being infused. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
(B) (4). Eval summary: the reported condition of a pump with no audible alarm for a battery failure was unable to be confirmed. The pump was not made available to baxter for service eval. Attempts have been made to obtain the device for eval, but the facility will not be returning the pump to baxter. The device event history is not available. The device has been returned to use at the facility.